Manufacturer narrative:
Initial reporter name and address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction during ventilation on small animals causing a leak greater than 4.5 lpm. There was no report of injury to the animals.